Manufacturer narrative:
D10 concomitant product: 173016, 173016 endo stitch instrument (lot#unknown), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a total laparoscopic hysterectomy, the device was used to close the vaginal cuff after removal of the uterus, and a vaginal cuff dehiscence occurred post-operatively at the vaginal cuff closure site. Surgical intervention was performed to repair the vaginal cuff dehiscence to prevent permanent impairment of function.

Manufacturer narrative:
Additional information: b3, b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a total laparoscopic hysterectomy, a suture was used to close the vaginal cuff following removal of the uterus. Post-operatively, the patient experienced vaginal cuff dehiscence at the closure site. Surgical intervention was required to repair the dehiscence to prevent permanent impairment of function. It was later noted that the patient experienced two episodes of vaginal cuff dehiscence following the initial surgery. The first repair procedure was performed on (B)(6) 2026, using interrupted sutures with closure performed from the sides toward the middle. A second repair procedure was performed on (B)(6) 2026, using interrupted sutures, followed by reinforcement with an additional layer of sutures.